Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03698 / 03699).

Event description:
Legal counsel reported patient underwent a right hip arthroplasty revision procedure approximately nine years post-implantation due to patient allegations of pain, discomfort, difficulty walking, loosening, metal poisoning, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes reported the revision due to osteolysis and probable ischial ring fracture. During the procedure, significant amount of black metal-stained proliferative synovium, bone loss, well-fixed acetabular shell and femoral stem, and a deficit 1-1.5 cm in size in the acetabulum were noted. The cup and head were removed and replaced and a liner was implanted. Allograft bone chips were placed in the ischial ring.

Manufacturer narrative:
(B)(4). Medical products - m2a acetabular cup catalog#: 15-105050 lot#: 462760, bi-metric femoral stem catalog#: x181310 lot#: 460560. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The reported event was confirmed upon review of the operative notes received. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.